Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21mar2019. The customer troubleshot the issue and performed a touchscreen calibration to resolve the issue.

Event description:
It was reported that the ventilators touchscreen was not functioning. There was no patient involvement. The event date was not specified; estimate used.